Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched to the customer site to address the issue on 25oct2024. The fse discovered that the substrate probe was kinked/contaminated causing the inconsistent high readings during the washed cycle of the system check. The fse also noted wash arm misalignment causing an incorrect amount of volume of substrate to be dispensed during the system check and patient runs. The fse replaced the substrate probe and performed alignment of the wash arm. The fse performed system verifications such as system check, which initial failed for unwashed cv at (B)(4). Repeat of the unwashed portion of the system check passed. The customer called beckman coulter on 28oct2024 with ongoing system check failures. The fse was dispatched to the customer site again on 31oct2024 and replaced the analytical module. The fse performed a passing system check for instrument verifications and returned the instrument back to customer for use. In conclusion, there is evidence to reasonably suggest that a hardware malfunction occurred in conjunction with this event. Due to multiple interventions performed, one hardware part cannot be determined as the sole contributor to this event. Replacing the substrate probe and analytical module, and also aligning the wash arm resolved the issue.

Event description:
On 25oct2024 the customer reported obtaining one, non-repeatable false high hstni (access high sensitivity troponin I, part number b52699, lot number 440058) results on their access 2 immunoassay analyzer (serial number (B)(6)). The results were questioned by the physician as they did not align with the clinical picture. All results were obtained on 24oct2024: original hstni result: 3673.9 ng/l, repeated on the customer's alternate access 2 analyzer sn (B)(6) at <2 ng/l and again at <2 ng/l. The customer noted that they repeated other samples from the time of the event and all other values repeated similarly. There was report of change to patient treatment as a result of the output from the device. The patient was administered heparin and nitroglycerin due to the false high hstni result. The customer also notes that a catheter laboratory procedure had been ordered, however this was cancelled and not administered once the result was found to be incorrect. There was no further report of an injury or illness to the patient attributable to the output from the device in this event. No other assay issues were reported in conjunction with this event. System check was run on 25oct2024 and failed with high washed portion coefficient of variation (cv) at (B)(4). The attached data also showed the washed portion of the system check had been failing high on both 19oct2024 and 21oct2024. Calibration passed on 15oct2024 with reagent lot 440058 and calibrator lot 339021. Quality control (qc) material has been passing within the laboratory¿s established ranges. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned results. A beckman coulter field service engineer (fse) was dispatched to the customer site on 25oct2024. No issues with sample integrity were reported by the customer.